Event description:
It was reported that during an unk procedure, the handpiece didn't work properly. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The hand piece was returned in good physical condition. The handpiece was tested on the generator and was functional, however, it no longer meets the specifications or phase margin. Causes that may contribute to the phase margin being out of specification are: pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. Further analysis, the hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Possible causes for these findings are the loss of compressive force on the distal seal, including but not limited to, number and type of sterilization cycles, improper handling (drops) and over torquing during use.